Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was found to be dislodged through interrogation of the implantable pulse generator and chest x-ray. High atrial thresholds were also observed. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.